Manufacturer narrative:
Per the user facility's biomedical technician, the heart-lung machine (hlm) was powered up on (B)(6) 2019, but displayed the date as 2-feb-2022. The perfusionist went to the perfusion screen and set the correct time and date. Once this was done, he was no longer getting battery messages or the red battery icon. The field service representative (fsr) observed the correct time and date. The data logs were downloaded and no further repair was attempted at this time.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) had auto-changed the time and date on power up. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per data log analysis, the system is powered down on 22-apr-2019 at 5:39:04 pm. The next power up shows the date as 02-feb-2002 at 2:02:46 am. A perfusion screen is opened and the date/time is corrected to 23-apr-2019 at 7:41:05 am. The log confirms the complaint, the central control monitor (ccm) changed the date/time to an incorrect date/time at power up.